Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to oxygen blending module valve failure. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to oxygen blending module valve failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to oxygen blending module valve failure. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's oxygen blending module assembly needs to be replaced to address the issue. The oxygen blending module assembly, oxygen blending module harness, and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module assembly, oxygen blending module harness, and system board functioned as designed and operated without issue or error codes.